Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect prolactin results which questioned by the physician for a 27yrs old female patient. The results provided were: on (B)(6) 2026 ,sid (B)(6), initial= >200 ng/ml /dilution=233.89 ng/ml. Repeated on another analyzer maglumi x3=18.9 ng/ml (reference range=2.8 to 29.2 ng/ml) the sample was sent to another laboratory; electrochemiluminescence methodology=26.4 ng/ml (reference range=6.0 to 29.9 ng/ml) there was no reported impact to patient management.